Event description:
It was reported that the ilet pump¿s battery indicator showed approximately 90% and then dropped to around 62% or 45% within a few hours, with depletion exceeding the expected daily loss. Symptoms included no clinical effects, no alarms, and no alerts. Outcomes included no injury, no hospitalization, and no medical intervention. Investigation included customer interview and basic troubleshooting and education. Investigation of this case revealed a suspected device battery performance issue consistent with accelerated depletion, with no concurrent alert behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation.